Event description:
It was reported that the bladder of an infusor lv5 device ruptured. This occurred while the device was being filled. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device is not available for evaluation. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A photo evaluation found evidence of the ruptured bladder. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted